Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom on behalf of patient that on (B)(6) 2016 to report that on (B)(6) 2016 , the patient experienced a loss of connection between receiver and transmitter. No additional patient or event information is available.